Event description:
During use of the pump system for cardiopulmonary bypass to deliver cardioplegia solution, the roller pump issued a "pump jam" message and momentarily stopped operating. The system was successfully operated manually by the user. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.